Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during use, the device experienced a blue screen. Complainant indicated that there was no patient harm.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, photographs were provided by the end user. Our review of the photos submitted confirmed the customer's report. The main board will be replaced to resolve the report. G1: contact information has been updated.